Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported an a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.

Event description:
The event is reported as: alleged issue: the device is jamming and the staples cannot come out. This was used by a veterinarian for a spay/neuter. No animal was harmed during the procedure. No patient injury reported. Patient current condition is fine.